Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report; remains with patient.

Event description:
It was reported that the surgeon noted that the replacement tibial component stem was noticeably shorter & stubbier distally than the original rotating component...he used the original rotating component because he felt the newer one being a different size could cause more wear of polyethylene bearing. There was a delay of a couple of minutes whilst he measured the implant.